Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during the implant procedure the guidewire dissected the patient's coronary sinus. There was no lead mounted on the guidewire when dissection occurred. The procedure was completed without emergency intervention. The patient was well post-procedure.

Manufacturer narrative:
It was previously reported that no intervention required, however coronary sinus canuation was performed.

Event description:
It was reported that during the implant procedure the guidewire dissected the patient's coronary sinus. There was no lead mounted on the guidewire when dissection occurred. The procedure was completed after canulation of the coronary sinus. The patient was well post-procedure.